Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they weren't getting any pain relief since fall of 2022. Patient said they would get zero relief in pain when the implant was working. They state their healthcare provider (hcp) had questions about whether or not the device was doing the patient any good. The patient was redirected back to their healthcare provider to further address the issue and to meet with a manufacturer representative (rep) for reprogramming to better optimize their therapy. Patient mentioned historical information in that hcp felt like they could not adequately install the implant. Patient said the doctor shared that it was so tight in there and they wanted the actual back surgeon to install the device, which they did not. Patient also reported issues in charging the implant. Patient said that they couldn't get the device to work and that it wouldn't charge. During the call, patient confirmed no visible damage for the recharger and control ler charging port. Patient reset the controller. Patient started an implant charge session and saw poor recharge quality. Patient repositioned the paddle and was recharging excellent where the controller was 50% and the implant was in the red. Patient then saw rec harge; agent understood that the implant stopped charging. Patient commented that the reason why the doctor didn't think it was working was due to the position of the implant in their back. Patient confirmed the implant had moved and was at an angle now to where they had to lower their pants to get it on for it to recharge; agent understood as the recharger paddle. Patient said that the implant wouldn't recharge before but it looked like it was charging now. Agent reviewed with the patient that resetting the controller could've helped their charging issues. Agent advised patient to follow up with their doctor first as a migrated implant can cause issues in charging and advised the patient to monitor the issue. The patient was redirected back to their healthcare provider to further address the issue and to look over the implant.